Manufacturer narrative:
Approximate age of device ¿ 5 days manufacturer's investigation conclusion: no product was returned for evaluation. Evaluation of the submitted log file confirmed the transient low speed events and elevations in power; however, a direct correlation between the device and these events could not conclusively be established through this evaluation. A specific cause for these log file findings could not be determined through this evaluation. The submitted log file contains data from approximately 5 days from (B)(6) 2018 through (B)(6) 2018. Events from manufacturing were also captured and the beginning of the file appeared to show the initialization of pump support on the implant date. After the pump speed was set above the low speed limit on (B)(6) at 20:54:12, no hazard alarms were captured and the pump speed remained above the low speed limit until (B)(6) at 07:04:23. At this time the pump speed was captured at 5690 rpm (3910 rpm below the low speed limit) while the system was connected to the power module. Pump speed was captured at 2690 one second later and the low speed and low flow hazard alarms were active. Pi events were captured at this time; however, the pump speed quickly recovered above the low speed limit. No atypical alarms were captured and the pump speed remained above the low speed limit for the remainder of the file. As an additional observation, intermittent elevations in power over 10 w were captured on (B)(6), reaching a maximum of 19.7 w immediately following the low speed events ((B)(6) at 07:04:26). The majority of these power elevations were associated with pi events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the lvad had recent drops in speed below the low speed limit while the device was connected to a/c source using a grounded patient cable. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log files and confirmed a low speed operation on (B)(6) 2018. During this time, there were power and flow elevations. On (B)(6) 2018 it was reported that the patient had expired on (B)(6) 2018. The patient had cancer, intensive support was withdrawn, and the level of care was transitioned to hospice care. The clinician reported that expiration was not device or therapy related. No autopsy was requested and the pump was not explanted.